Event description:
It was reported to boston scientific corporation that an advantage single handle kit was used during a procedure performed on (B)(6), 2014. According to the complainant, during the procedure, while the physician was passing the first trocar, the patient's bladder was perforated. The trocar was removed and was reinserted, avoiding the bladder this time. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.